Manufacturer narrative:
The involved monitoring kit was returned for investigation and investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that a leakage of the flush device at the pressure transducer of the monitoring kit was observed. No impact or consequence to patient was reported. Manufacturer reference # : (B)(4).

Manufacturer narrative:
The involved monitoring kit was returned for investigation. During investigation it could be confirmed that the venting system at the pressure transducer is slightly asymmetrically positioned, which can lead to a small leakage. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. According to the manufacturing documents the device passed the leakage test during production. It is not known if some procedural factors during production or any external force by the user have contributed to the event. This issue is seen as a single failure and will be monitored for trends on the market. (B)(4).

Event description:
Manufacturer reference # : (B)(4).